Event description:
It was reported from australia that during a meniscal repair surgical procedure it was observed that the needle of the truespan 24 degree peek suture system snapped at roughly 10mm prior to deployment and was retrieved easily from the joint space. It was reported that there was no delay in the procedure due to the event. It was reported that the procedure was successfully completed. There were no adverse patient consequences. The exact date of the event was not reported, however, it was reported that the event occurred in 2024. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. Investigation summary: the product has not returned to j&j medtech orthopaedics, however a photo was provided for review. See attachment the photo investigation revealed that truespan 24 degree peek had only a fragment of the needle visible and broken from the shaft. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would contribute to the complained device issue. Based on the investigation findings, the potential cause for the reported condition could be traced to the procedural variables, such handling of the device or product interaction during procedure, the needle breakage could be related when the needle was inside the joint and the needle tip was maneuver to desired location for optimal approximation, it was leveraged, therefore causing the damage to the needle. As per instructions for use (IFU), use instructions are provided, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.